Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter and detached limb will be retained by the user facility. Therefore, a sample evaluation could not be performed. This event coincides with user facility medwatch report #(B)(4). The investigation is currently underway.

Event description:
It was reported via user facility medwatch report that the "patient presented with chest pain. Cardiologist had diagnostic testing performed to detect a foreign body in the heart. A surgical explant procedure was performed to remove a strut from underneath the left anterior descending artery that had become separated from a vena cava filter. Procedure was performed based on surgeon analysis that the surgery presented less risk than the potential for migration and devastating outcomes. Patient had a full recovery and was fit for release sooner than anticipated." Additional information was received indicating that prior to the scheduled surgery, the patient was taken to the interventional suite, where there was an unsuccessful attempt to remove the filter. Reportedly, the physician used a snare to detach to filter from the cava wall. In the process, the filter flipped upside down and moved to the right atrium. The filter was successfully explanted during the same surgical procedure to remove the detached limb."